Manufacturer narrative:
The pump was received with a cracked case ¿ display window corner, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08625 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-dec-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 01-dec-2024 listed on smartsolve. Dailytotalcollectionstarttime: 12/01/2024 00:00:00.000. Dailytotalofallinsulindelivered: 115750 (11.575 u). Dailytotalofbasalinsulindelivered: 115750 (11.575 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-dec-2024 in the formatted history file. Autosuspend (12) was found on: 11/25/2024 00:53:00.000, 11/26/2024 02:04:00.000, 11/26/2024 17:17:00.000, 11/27/2024 06:01:00.000, 11/29/2024 23:58:00.000, 11/30/2024 00:08:00.000, 11/30/2024 22:57:00.000, 11/30/2024 23:07:00.000, 12/01/2024 16:13:00.000, 12/01/2024 16:23:00.000. Upon checking the diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set for auto suspend. No unexpected auto suspend alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side/screen of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked case ¿ display window corner, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08625 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-dec-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 01-dec-2024 listed on smartsolve. Dailytotalcollectionstarttime: 12/01/2024 00:00:00.000 dailytotalofallinsulindelivered: 115750 (11.575 u) dailytotalofbasalinsulindelivered: 115750 (11.575 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-dec-2024 in the formatted history file. Autosuspend (12) was found on: 11/25/2024 00:53:00.000 11/26/2024 02:04:00.000, 11/26/2024 17:17:00.000 11/27/2024 06:01:00.000 11/29/2024 23:58:00.000 11/30/2024 00:08:00.000, 11/30/2024 22:57:00.000, 11/30/2024 23:07:00.000 12/01/2024 16:13:00.000, 12/01/2024 16:23:00.000 upon checking the diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set for auto suspend. No unexpected auto suspend alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side/screen of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, damage (physical or cosmetic). The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-332a, mmt-1880, unomedical. Troubleshooting was performed. Customer using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical.